Event description:
The tube cannot be lengthened. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any pt.

Manufacturer narrative:
Summary of evaluation: the evaluation highlighted that the jamming of the lengthening mechanism was caused by unidentified orange agent applied by the customer.